Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap. Sigma-resection - "disconnection / detachment of the seal (seal - cannula) during instrument-change" patient status - "ok."

Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the complete incident products were not returned for evaluation; however two seal housing units were returned. Upon visual inspection of the two seal housing units, engineering found no signs of physical damage. Engineering tested the returned seal housing units by connecting them to sample cannulas of the same part number as the event cannula. The seal housing did not dislodge from the cannula when a pull-test was performed and engineering was unable to confirm the customer's experience. In the absence of the complete subject devices, it is difficult to determine the root cause of the incident. The remaining two products that were reported in this case were not returned for evaluation. In the absence of the subject devices, it is difficult to determine the root cause of the incident. All trocars are thoroughly inspected during the manufacturing process and a review of the manufacturing records indicates the lots associated with this event passed all manufacturing and quality inspections. Although the exact root cause of the incident could not be confirmed, the likely root cause may be due to the cannula latch tabs being undersized. Applied medical is researching process enhancements intended to minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. Reference MDR: 2027111-2016-00447, 2027111-2016-00448, 2027111-2016-00449, 2027111-2016-00451.